Event description:
Ref uf #(B)(4).

Manufacturer narrative:
The product was not returned for eval and testing. Mfg records for the lot number and subassembly parts were reviewed and the results indicate that the product met quality requirements for product acceptance. The stent retention after sterilization was found to be within spec. Although rarely reported stents in renal arteries are to immune to fracture. Biomechanical forces can lead to strut fatigue and fracture. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. The exact etiology of the stent fracture is not clear from the info provided. Please note that the initial reporter generated a medwatch dated (B)(4) 2006. Under the uf/importer report # section the following number is shown (B)(4).